Event description:
The surgeon attempted to implant at lens, however upon insertion the lens chipped. The lens was inserted and removed in the same surgery with no patient injury. No further info has been forthcoming.